Event description:
It was reported that the ventilator would not turn on. There was no patient involvement. Manufacture's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator would not turn on. Our field service engineer investigated the reported machine on site. The dc/dc printed circuit board (pcb) has been replaced and sent back for investigation. The returned dc/dc pcb has been tested in a machine. The reported issue could be reproduced, as it was not possible to start the machine. The green led and the fans were not working. An electric measurement has been performed on some circuits that are related to the starting-up function. All the resistors, diodes and capacitors were working fine in these circuits. It was not possible to find which component caused the reported issue. Therefore, no root cause can be established.

Event description:
Manufacture's ref.#: (B)(4).